Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The low glucose alarm was set. Attempted to activate the sensor with known good reader but an error message was observed. Unable to perform linearity test. An extended investigation was performed. Returned sensor was scanned and visual investigation was performed; no issue were observed. Returned sensor was reprogrammed and activated with a known good reader. No error message was observed. Error message observed previously due to incorrect reader configuration with the returned sensor. Linearity test was performed and all results were within specification. Both high and low glucose alarms were successfully activated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device using the freestyle libre 2 app with a iphone 14 pro with ios operating system version 17.0.3 and app version 2.10.2.7677, which after further troubleshooting process was determined to be an incompatible device with the freestyle libre 2 app. Due to this, the low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness, shaking, feeling lethargic, sweating and had loss of consciousness. The customer was unable to self-treat, requiring treatment with glucose tablets, food and orange juice provided by non-hcp/third-party. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device using the freestyle libre 2 app with a iphone 14 pro with ios operating system version 17.0.3 and app version 2.10.2.7677, which after further troubleshooting process was determined to be an incompatible device with the freestyle libre 2 app. Due to this, the low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness, shaking, feeling lethargic, sweating and had loss of consciousness. The customer was unable to self-treat, requiring treatment with glucose tablets, food and orange juice provided by non-hcp/third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported alarms issue. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device using the freestyle libre 2 app with a iphone 14 pro with ios operating system version 17.0.3, which after further troubleshooting process was determined to be an incompatible device with the freestyle libre 2 app. Due to this, the low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness, shaking, feeling lethargic, sweating and had loss of consciousness. The customer was unable to self-treat, requiring treatment with glucose tablets, food and orange juice provided by non-hcp/third-party. There was no report of death or permanent impairment associated with this event.